Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase over several years of high out of pacing impedance (greater than 3,000 ohms) normal thresholds 1.1@0.4ms. A request was made to have data from this device analyzed. Analysis confirmed episodes of high out of range pacing impedance. A technical service (ts) consultant provided recommendations for troubleshooting lead. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted>